Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 86759 number, and no non-conformance's related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 an additional review of the file was performed. In addition to the information provided previously, the patient also experienced baker grade iii capsular contracture diagnosed on (B)(6) 1994. On that same date a capsulotomy and re-implantation of the device was performed to relieve the capsular contracture. Re-use of these devices is off-label use. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wrinkling. Concomitant medical products: 350cc mentor memorygel breast implant, catalog # 3543507, lot #79119 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision and had a 350cc mentor memorygel breast implant placed as part of an adjunct study experienced a cutaneous contour deformity post procedure. The skin on the left breast was thin and there was severe wrinkling. As a result, replacement with a different 350cc mentor memorygel breast implant was performed.